Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a tubing leak. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a tubing leak. No other adverse patient effects were reported.

Manufacturer narrative:
Titan otr pump, cylinders 1 and 2, detached connector / inlet tubing were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. Partial separations, surrounded by abrasion, were noted on the shorter exhaust tube and inlet tube of the pump. These were not sites of leakage. No functional abnormalities were noted with the pump. Abrasion was noted on the exhaust tube of cylinder 1. Partial separations, surrounded by abrasion, were noted on the exhaust tube of cylinder 1. These were not sites of leakage. A separation, surrounded by abrasion, was noted on the exhaust tube of cylinder 1. This is a site of leakage. A separation was noted on the exhaust tube of cylinder 2, near the strain relief junction. This is a site of leakage. The surfaces appear to have a smooth, straight separation edge, indicating contact with sharp instrumentation. Abrasion was noted on the detached inlet tubing. No functional anomalies were noted with the detached connector or inlet tubing. Based on examination of the returned product, it was concluded that the abrasion marks noted on both exhaust tubes and inlet tube of the pump matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This positioning may then have contributed to the exhaust tube of cylinder 1 abrading against the cylinder bladder, resulting in the separation noted. A separation of this type would then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the exhaust tubing of cylinder 2 occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.